Event description:
When surgeon drilled the drill bit was broke. Other drill bit was used, operation was finished safely.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.